Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a (B)(6) female patient who had essure (batch no. 882190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) (type: urinary tract),") and cystitis interstitial ("other injury(ies) or complication (s) (please describe: interstitial cystitis)."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping") and bladder pain ("bladder pain"). The patient was treated with surgery (exploratory laparoscopy). At the time of the report, the pelvic pain, abdominal pain and back pain had not resolved and the urinary tract infection, dysmenorrhoea, cystitis interstitial and bladder pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder pain, cystitis interstitial, dysmenorrhoea, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff had been advised by physicians that her only option for attempted relief from these symptoms is a hysterectomy. Plaintiff was reluctant to undergo a hysterectomy at her age. On (B)(6) 2013, patient underwent a diagnostic laparoscopy relieving her pain. The essure micro implants were placed in the cornua using slandered procedure technique. At the end if the procedure, the right cornua had- visible coils and the left had ¿ visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as infection (bladder/ urinary tract/vaginal) (type: urinary tract), dysmenorrhea (cramping), other injury(ies) or complication (s) (please describe: interstitial cystitis). Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a 29-year-old female patient who had essure (batch no. 882190) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis. On (B)(6)2011, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) (type: urinary tract),") and cystitis interstitial ("other injury(ies) or complication (s) (please describe: interstitial cystitis)."). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping") and bladder pain ("bladder pain"). The patient was treated with surgery (exploratory laparoscopy). At the time of the report, the pelvic pain, abdominal pain and back pain had not resolved and the urinary tract infection, dysmenorrhoea, cystitis interstitial and bladder pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder pain, cystitis interstitial, dysmenorrhoea, pelvic pain and urinary tract infection to be related to essure. The reporter commented: plaintiff had been advised by physicians that her only option for attempted relief from these symptoms is a hysterectomy. Plaintiff was reluctant to undergo a hysterectomy at her age. On (B)(6)2013, patient underwent a diagnostic laparoscopy relieving her pain. The essure micro implants were placed in the cornua using slandered procedure technique. At the end if the procedure, the right cornua had- visible coils and the left had ¿ visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.